Event description:
It was reported that the patient presented in the ER for multiple asymptomatic shocks. Upon interrogation, noise leading to inappropriate shocks were observed. Lead fracture was visible via x-ray. The lead will be explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.